Event description:
The plastic piece from the jaws on the bipolar device broke. In 2007, datascope was notified the device was discarded.

Manufacturer narrative:
The product was not returned for evaluation. Thank you for advising us of this report. We will continue to monitor for this issue.